Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed via visual inspection that the cannula tube shows a gap between the tube and bowl junction. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's weld defect found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the single site curved cannula, it was noted that the weld was not holding and the shaft of the cannula turns. No missing or fallen pieces were reported.